Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified (undefined malfunction).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer performed a pump reset prior to troubleshooting with tandem technical support, and the malfunction was cleared and insulin delivery was resumed successfully. Customer¿s blood glucose level was 135 mg/dl.